Event description:
Per the clinic, the patient experienced pain before and after the MRI procedure, followed by redness and swelling at the implant site. It was also reported that the patient experienced poor device performance. Subsequently, the patient was treated with oral antibiotics for seven days (specific date not reported). The implanted device remains.